Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2010. It is further alleged the he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of cobalt and chromium in his blood.